Event description:
It was reported the implantable neurostimulator (ins) had depleted. The parameters were the same as the last ins, but the ins stopped and changed to factor mode after being used for less than 2.5 years. The patient¿s limbs were shaking and their muscle tension was high. The ins was replaced and after the replacement the ins was well.

Event description:
Additional information received reported the battery depletion was early. No reprogramming was needed. The implantable neurostimulator (ins) was replaced. Following the replacement the patient was well and they were receiving effective therapy. The patient did have a 50 percent or greater symptom reduction.

Manufacturer narrative:
(B)(4).